Manufacturer narrative:
Reference medwatch MFR report# 2916596-2014-01471 for the patient's previous report of a bacterial driveline infection. Approximate age of device - 1 year and 4 months the event occurred at the (B)(6) hospital. A correlation between the device and the reported driveline infection could not be conclusively determined. The patient remained ongoing on the device with no further issues reported and on (B)(6) 2015, when an ideal donor heart was found and the patient received a transplant. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted from (B)(6) 2015 due to a sustained bacterial driveline infection. During the admission, the patient underwent surgical debridement and vacuum assisted closure (vac) therapy. Unspecified antibiotic therapy was also administered for the infection. The cause of the infection was reported as device related. No further information was received.